Manufacturer narrative:
Multiple attempts to follow up with the facility regarding this event have been made. The manufacturer has been unable to obtain product identifying information, such as a lot number, manufacturing date, expiration date and product location. Reference manufacturer's report: 2951580-2011-00165.

Event description:
During an arthroscopic rotator cuff repair procedure, the physician was utilizing a super turbovac with integrated finger switch and a quantum 2 system. It was reported water came out of the portal, severely burning the patient (finland). Despite multiple attempts, the manufacturer has been unable to obtain any information from the reporting facility regarding the patient's treatment or the product identifying information. No additional information is available.